Manufacturer narrative:
This case was initially received via regulatory authority (ansm - health authorities in france, reference number: (B)(4) on 17-may-2019. The most recent information was received on 20-oct-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pains, cramps'), myocardial infarction ('myocardial infarction'), cardiac arrest ('cardiac arrest for 20 minutes') and coma ('coma for 5 days') in a 36-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), myocardial infarction (seriousness criterion medically significant), cardiac arrest (seriousness criterion life threatening), coma (seriousness criterion life threatening), headache ("headaches"), fatigue ("fatigue") and nausea ("nausea"), 1 year 5 months after insertion of essure. The patient was treated with surgery (hysterectomy for removal). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, myocardial infarction, cardiac arrest, coma, headache, fatigue and nausea outcome was unknown. The reporter provided no causality assessment for abdominal pain, cardiac arrest, coma, fatigue, headache, myocardial infarction and nausea with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 20-oct-2020: nullification: health authority confirmed that this report was a duplicate of record # (B)(4) to which all information will be transferred, then this record # (B)(4) will be deleted from bayer safety database. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm - health authorities in france, reference number: (B)(4) on 17-may-2019. The most recent information was received on 21-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pains, cramps'), myocardial infarction ('myocardial infarction'), cardiac arrest ('cardiac arrest for 20 minutes') and coma ('coma for 5 days') in a 36-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), myocardial infarction (seriousness criterion medically significant), cardiac arrest (seriousness criterion life threatening), coma (seriousness criterion life threatening), headache ("headaches"), fatigue ("fatigue") and nausea ("nausea"), 1 year 5 months after insertion of essure. The patient was treated with surgery (hysterectomy for removal). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, myocardial infarction, cardiac arrest, coma, headache, fatigue and nausea outcome was unknown. The reporter provided no causality assessment for abdominal pain, cardiac arrest, coma, fatigue, headache, myocardial infarction and nausea with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 21-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6)- health authorities in (B)(6), reference number: (B)(4)) on 17-may-2019. The most recent information was received on 03-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pains, cramps'), myocardial infarction ('myocardial infarction'), cardiac arrest ('cardiac arrest for 20 minutes') and coma ('coma for 5 days') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), myocardial infarction (seriousness criterion medically significant), cardiac arrest (seriousness criterion life threatening), coma (seriousness criterion life threatening), headache ("headaches"), fatigue ("fatigue") and nausea ("nausea"), 1 year 5 months after insertion of essure. The patient was treated with surgery (hysterectomy for removal). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, myocardial infarction, cardiac arrest, coma, headache, fatigue and nausea outcome was unknown. The reporter provided no causality assessment for abdominal pain, cardiac arrest, coma, fatigue, headache, myocardial infarction and nausea with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 3-sep-2020: reporter via health authority provided insertion and removal dates of essure. New events added: "headaches, abdominal pains, cramps, fatigue, nausea", and details for the previously reported event myocardial infarction. Case was upgraded to serious incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.